Event description:
An angio seal device was deployed following a catheterization procedure in 1999. The pt continued to have oozing and bleeding. An ultrasound was performed, revealing that the anchor was not secured tightly against the wall of the artery. The pt was taken to surgery for removal of the angio-seal device and vascular grafting was performed.